Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 400-800 mg/dl; cause was unknown. Tandem technical support made multiple follow up attempts to gather additional information with the customer, however, no response received.